Event description:
Contact reports patient operated on for scoliosis. Doctor implanted expedium stainless steel pedicle screws during procedure. Approximately 1 month post-op, x-ray revealed that the rods appeared to be dislodging from the screws. During a revision, it was confirmed that several of the locking set screws had disengaged from the pedicle screw and became lodged in the surrounding soft tissue. Doctor reinserted all but one set screw that remains in the soft tissue.